Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed from the representative 22g insyte autoguard units that were received in sealed packaging from lot #4229661. An inspection of the returned samples revealed no damage or defects on the returned samples; however, a functional test showed that some of the returned units exceeded the retraction specification time. All needles fully retracted. The location of the gel within the safety shield appeared to be a contributing factor of the reported event. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: I received multiple complaints about slow needle contraction from anesthesia providers and registered nurses in our surgery center about slow needle retraction for 22g bd insyte autoguard. Kindly provide the date of event. ¿ (B)(6) 2025. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
Additional information of fa#